Manufacturer narrative:
The psu was swapped per RMA by medtronic rep. The suspect psu was intermittently cycling, trying to communicate with the tiu. This indicates that the psu is out of calibration. No impact to pt outcome reported.

Event description:
A medtronic rep reported there were calibration problems with camera. No pt was present.